Event description:
The customer reported a leak of about 1 ml inside the lh 500 hematology analyzer and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found a leak at the needle assembly and observed that the needle was bent. The fse replaced the needle assembly and the leak was resolved. Repairs were verified per established procedures and failure mode was determined to be the bent needle.

Manufacturer narrative:
(B)(4).